Manufacturer narrative:
A partial lead with the connector pin measuring 33.0cm was returned for analysis. External insulation abrasion was noted at 24.1-24.5cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. External insulation abrasion was noted at 9.6-9.9cm from the connector pin, consistent with lead friction to the ICD can. The rv conductor was melted, and the ptfe liner was abraded, and the inner coil was exposed at this location. This is consistent with the observation from the field of low hvli and low pli.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for cardiac arrest. Upon interrogation of the device an alert for high voltage circuit damage was observed. When reviewing the electrograms, a vt episode was noted and atp was delivered while charging then showed 30 j shock, but there did not appear to be any response. Subsequent re-detections of the vt were noted. Prior to the high energy delivery the hv lead impedance was stable and within normal ranges however, at the time of the shock it was measured to be less than 10 ohms. It was also noted that the bipolar sensing portion was originally measuring about 400 ohms, but after the shock it fell to about 150 ohms. Four separate episodes were noted and after an attempted shock, the rhythm appeared to degrade into vf. The patient was unconscious and received external defibrillation therapy. The patient was admitted to the ICU, an angiogram was performed and patient was induced into a coma and hypothermia. The patent was in stable condition with a normally paced rhythm, and remaining in a coma with intubation. It was alter reported that the patient had expired after life support was removed.